Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of methotrexate and bicarbonate, at a rate of 160ml/hr, for a duration of 24 hrs and the delivery was started. No further programming parameters were provided. The customer contact reported the delivery was complete after 26.5 yrs instead of the expected 24 hrs. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.